Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample is not available for evaluation. This MDR was submitted on (B)(6) 2010; however, due to a failed (B)(4), this MDR is being resubmitted on (B)(6) 2010.

Event description:
The patient contacted baxter customer service and reported cracked minicaps, which were discovered prior to use. No patient injury was reported.